Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged twice due to a patient anatomy abnormality. The physician extracted the lv lead and utilized a different target vessel to implant a replacement lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.